Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital she developed high blood glucose. The blood glucose reading at the time of hospitalization was 400 mg/dl. Caller stated that the customer insulin pump is not delivering insulin, because the blood glucose did not decrease with pump, but they did with manual injection. Callers also stated that the customer is on steroids and blood thinners. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.